Event description:
Healthcare professional reported "rupture". Healthcare professional later reported capsular contracture, baker grade IV. This record is for right side. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.6.

Manufacturer narrative:
Clarification to d.6a: healthcare professional noted implant date as of 2006 or 2007. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture, baker grade IV.

Event description:
Healthcare professional reported "rupture". Healthcare professional later reported capsular contracture, baker grade IV. This record is for right side. The device was explanted.